Event description:
Dexcom has implemented a "goodwill" replacement policy for sensors they classify as "non-defective"--including those removed for medical procedures like mris or due to user error. Separately, they claim to provide unlimited replacements for sensors that fail due to product defects, as required by FDA regulations. However, this replacement is only granted if the user can provide the sensor's serial number. In cases of legitimate product failure--such as when the inserter spring malfunctions and prevents proper sensor filament insertion--dexcom requires the serial number to qualify for replacement without it counting against the limited goodwill allotment. Unfortunately, the sensor's serial number is not clearly labeled on the packaging, inserter, or within the dexcom mobile app photo examples that have serial numbers, but none are labeled that way). Users must call dexcom support to learn how and where to find it. This creates a significant information barrier. If a user cannot locate or obtain the serial number, even for a confirmed product failure, the request may either be denied or counted against their limited goodwill replacement quota. This practice effectively limits access to required replacements for FDA-regulated medical devices based on administrative hurdles, rather than the merits of the product failure. The policy does not appear to comply with FDA regulations regarding mandatory replacement of defective medical devices, as it creates unnecessary obstacles to receiving a product replacement. The obscured labeling and lack of transparency regarding serial number location further compound the issue and create a burdensome experience for patients relying on this life-critical device.